Event description:
On (B)(6) 2011, the pt presented with an infection in a previously implanted graft (unk manufacturer). The infected graft was explanted. During the same procedure, two gore propaten vascular grafts (lot #3383800pp018 and lot #3186956pp020) were sewn together end-to-end. The propaten grafts were implanted from the axillary to femoral artery. On (B)(6) 2012, the pt presented with a pseudoaneurysm at the mid-portion where the two propaten grafts were sewn together. The pseudoaneurysm area was excised and tested by the hospital lab. The results of a stat gram stain showed positive with rare bacillus.

Manufacturer narrative:
Two gore propaten vascular grafts were implanted in the same pt during the same procedure. The other submitted report is: MFR report #2017233-2012-00362 was submitted for device lot #3186956pp020. Review of device manufacturing record history confirmed device met pre-release specifications.